Event description:
The customer reported to olympus, the colonovideoscope had reduced light from the light guide lens. The device was returned for evaluation. During the device evaluation, the air/ water tube and cylinder foreign material was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to breakage of the light guide bundle. Evaluation also found the following: the flexibility adjustment ring was damaged, the grip was shaved, the forceps channel port had a dent, the air/ water cylinder had no color, the suction cylinder had no color, the switch box had a dent, the right/ left knob was shaved, the up/ down knob was shaved, the plug unit was damaged, the objective lens had a scratch, the light guide lens had a crack, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. Also, no physical damage of the device was confirmed at where the foreign material was remained. The legal manufacture reviewed the customer provided the cleaning disinfestation and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.